Event description:
The patient was implanted with a left ventricular assist device (lvad). A pump exchange was reported via device tracking. The reason for exchange was noted as vad thrombus.

Manufacturer narrative:
The patient remains ongoing with the newly implanted device and no further issues have been reported. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.